Event description:
Customer reported concern with device memory. Customer manually writes down readings and transfers into a computer program. Customer noted some of the readings stored in the device memory were not the same as the actual readings displayed for the date and time of the test. Incident occurred approximately 3 months ago and results were no longer in device. No controls were in use. A request was made for the return of the suspect device and rpelacement product was sent.